Manufacturer narrative:
(B)(4). The product was implanted in the patient. The product details were not provided, we are attempting to collect further information. We are following up with the customer to provide us with the product details. If any additional information is received a follow up will be sent accordingly.

Event description:
The hospital reported that during a procedure, eptfe inner layer and knit polyester textile outer layer was separated from the adhesion bond when they stretched the graft in order to remove the ring. Two of product and lot numbers were reported, but unknown which one was a failure. (P/n 503066 lot # 25124452 or p/n 503047 lot # 25126289) no patient injury was reported and the product will not be returning.

Manufacturer narrative:
(B)(4). Internal complaint number trackwise # (B)(4). Autonumber # (B)(4).

Event description:
The hospital reported that during a procedure, eptfe inner layer and knit polyester textile outer layer was separated from the adhesion bond when they stretched the graft in order to remove the ring. Two of product and lot numbers were reported, but unknown which one was a failure. (P/n 503066 lot # 25124452 or p/n 503047 lot # 25126289) no patient injury was reported and the product will not be returning.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot numbers. There was no nonconformance which could be considered related to the reported event recorded in the lot histories. The DHR's were reviewed for both the batch numbers. The device lot meets all the specifications. It passes all the test specifications. Both the lots passed the shear bond strength test. The values recorded were within the tolerance limits. There were no non-conformances observed in the DHR's. (B)(4). A batch information was performed in sap. The two reported lot numbers belonged to fusion sup peripheral grafts. Lot# 25126289 is associated to the device m002015030470 - fusion 7mm-40cm supp peripheral graft. Lot# 25124452 is associated to the device m002015030660 - fusion 6mm-60cm supp peripherial graft.

Event description:
The hospital reported that during a procedure, eptfe inner layer and knit polyester textile outer layer was separated from the adhesion bond when they stretched the graft in order to remove the ring. Two of product and lot numbers were reported, but unknown which one was a failure. (P/n 503066 lot # 25124452 or p/n 503047 lot # 25126289). No patient injury was reported and the product will not be returning.